Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a vessel perforation occurred. The lesion was located in the moderately tortuous mid lad. An 8fr sheath and 8fr guide catheter were advanced to the left coronary artery. Another manufacturer's guide wire was unable to cross the lesion. The guide catheter was removed and another was advanced. Another of the same wire was unable to cross the lesion. A pt choice extra support guide wire was advanced to the lesion. An apex balloon 2.5 x 15 mm balloon was advanced to the proximal lad lesion and inflated at 6atm for 14 seconds. The second inflation was at 16atm for 35 seconds. The pt choice wire was removed. Another manufacturer's guide wire was unable to cross the lesion. The apex balloon and guide wire were removed. Another manufacturer's balloon was advanced to the mid lad lesion. The pt choice wire was advanced to the lesion. An apex 2.5 x 20 mm balloon was advanced to the proximal lad lesion and inflated at 8atm for 15 seconds and again at 10atm for 120 seconds. The patient experienced chest pain. A wire perforation of the lad was reported. The balloon was inflated at 6atm for 10 minutes and 30 seconds in the proximal lad lesion. The 8 fr sheath was sutured in place. The balloon was inflated to 6atm and remained inflated. The guide catheter, pt wire, and apex balloon remained in place, and the patient was transferred to surgery for an emergent coronary artery bypass graft. The patient was given fentanyl, angiomax, nitroglycerin, plavix in the procedure. The patient condition is unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.